Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention; however, no details have been provided. No lot number has been provided; therefore a review of the manufacturing records is not possible. This emdr represents the bard/davol bard flat mesh (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol marlex mesh device. Should additional information be provided a supplemental emdr will be submitted. Device not returned.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2006 and (B)(6) 2016: the patient underwent surgery for implant of a bard/davol "bard flat mesh" (device #1) and/or "marlex" mesh. Ni/ni/ni: the patient had subsequent surgical intervention due to the hernia mesh device(s). The patient is making a claim for an adverse patient outcome against the bard flat mesh (device #1). The patient's attorney alleges patient experienced emotional distress.